Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) an alarm indicated insufficient pressure. There was no patient involvement. No harm is reported. Inspection revealed problems with the valve assembly and the valve itself, requiring replacement.